Manufacturer narrative:
One unused suspect device was returned for eval. The device was examined visually and the complaint was confirmed. The damage was caused during the sterilization process. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Event description:
The distributor reported a defect in the packaging seal. This was identified during their initial inspection of received product. The device was not sent to a user facility.